Manufacturer narrative:
Hill-rom technical support suggested that the customer replace the side com power control board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Three attempts for resolution were made to the account with no feedback. Based on this information, no further action is required.

Event description:
The account reported the nurse call function was not functioning on the bed. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).